Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer also noticed insulin pump received random no delivery alarms, back light has dimmed and insulin pump was erased settings when putting in a new battery once. Customer stated that plastic part that was a screw in the belt clip had broken off and a few indentations around the reservoir area. The device will not return for analysis.